Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified iliac vein. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 3 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.